Event description:
It was reported that the zimmer dermatome ii 2 inch width plate was observed to be defective. The event occurred during in-servicing with the zimmer sales associate, there was no pt involvement and the device had never been used in a surgical procedure.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.